Manufacturer narrative:
(B)(4). As of this date, this device has not been received for analysis. Should the device be returned, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that while the patient with this implantable cardioverter defibrillator (ICD) was hospitalized after experiencing seizures and experienced a cardiac arrest. Later, this device was interrogated. Interrogation of this device revealed a code 1003 alert message, indicating the voltage was too low for the projected remaining capacity. Engineering reviewed the data and confirmed the fault code. As the device hardware is not detecting the loss of battery energy, the battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. Device replacement within the next twenty-eight days was recommended. The reason for the cardiac arrest is unknown at this time and the patient remains hospitalized. Additional information was received that the cardiac arrest was unrelated to the device. A replacement procedure was performed. This device was removed and replaced. No further adverse patient symptoms were reported.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that two low voltage alerts, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). Subsequently, this device was received at the post market quality assurance laboratory. Upon completion of the analysis, this event will be updated.